Manufacturer narrative:
Additional narrative: a service history of the past six months was reviewed. The item was previously returned for preventive maintenance. There is no information relevant to the current complained issue. (B)(4). Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device was received for evaluation. Investigation coordinated by synthes (B)(4). Report received indicates the customers complaint that this device is frozen was confirmed. The device was tested and found to have a lower trigger that sticks in the on position when depressed. This is due to improper cleaning.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.

Event description:
This report is #1 of 1 for complaint (B)(4).

Event description:
It is reported during a veterinary tplo procedure on (B)(6) 2012 the small battery drive did not release. There was a delay in the procedure however the length of the delay is unknown. No further information provided for this event. This is 1 of 1 report for this event.

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found.